Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing some discomfort and stimulation from the implantable pulse generator (ipg) pocket site. Upon testing, the ipg was not able to measure r waves via the sensing test. The right ventricular (rv) lead has exhibited some elevated thresholds and intermittent sensing. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.